Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that a revision surgery is scheduled for the patient's right hip on (B)(6) 2020 due to the head and part of the stem breaking off from the rest of the stem. Update: "surgeon revised liner, do to wear and time frame the cup had been in patient."

Manufacturer narrative:
An event regarding crack/fracture involving accolade stem was reported. The event was confirmed by medical review method & results: device evaluation and results: not performed as product was not returned clinician review: a review of the provided medical records by a clinical consultant stated the following comment: rejected for medical review [......] - x-ray confirms disassociation and fracture at base of the trunnion of the stem, need additional information; revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that a revision surgery is scheduled for the patient's right hip on 11/february/2020 due to the head and part of the stem breaking off from the rest of the stem. Update: "surgeon revised liner, do to wear and time frame the cup had been in patient."